Event description:
A pt reported she was skin tested with a negative result on 30 january 1996. The pt was treated in the left periorbital area on 25 april 1997. She was never happy with the treatment and recalled that she thought the lines around her eyes looked worse after the treatment. By 8/1997, the swelling had become intermittent and she also developed intermittent redness. The physician was contacted by the pt in august 1997 he prescribed keflex to be taken if the symptoms recurred. The pt took the antibiotic at an unspecified date and reported that it did not seem to improve the symptoms. The physician believed the pt had probably developed a hypersensitivity to collagen. On 12 january 1998, the symptoms persisted, were less severe and did not occur as often as they did right after the treatment. She no longer felt the lines around her eyes looked worse than they did before treatment. She thought they had appeared because she had swelling in that area.